Event description:
It was reported that the user was unable to connect a libre 3+ sensor to the ilet system because the sensor had been previously set up and paired in the libre app, resulting in the sensor being in use by another device and preventing pairing to ilet. Symptoms included no glucose data available to the ilet due to connectivity conflict. Outcomes included successful sensor warmup and data availability after the user installed a new sensor and initiated setup through the ilet app instead of the libre app. Investigation included guided troubleshooting and education on correct setup workflow through the ilet and ilet mobile app, including initiating a new sensor session and observing the warmup period. Investigation of this case revealed that prior pairing with another application caused the connection failure, which was resolved by starting a new sensor and pairing it exclusively through the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing with a non-ilet application.